Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with a same model but different length lens and the problem was resolved. Status of the eye is good. Cause of the event was unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, expiration date: 31-may-2023. Work order search: no similar complaint was reported for units within the same lot. (B)(4).